Event description:
The customer reported that after a few sealings during a laparoscopic oophorocystectomy, the jaws would not open. The edge of tissue was sealed using a bipolar device so that the ligasure device could be released from the tissue. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.